Event description:
The customer reported that a pitocin infusion (30u/500ml) was initiated at a rate of 6 milliunits/min. At 1430. The rn returned at 3pm to titrate the pitocin to 8 milliunits/min however noticed that the device "reset the pitocin to 4 milliunits/min." The device was replaced and taken out of service. The biomed reported that the facility rolls out a new data set event couple of months, this is when the event stated to occur with unintended rate change.

Manufacturer narrative:
The customer¿s report of the dose first initiated at 6 milliunits/min changing to 4 milliunits/min was not confirmed or replicated. The log review determined the programming rate initiated at 1:21 pm was for 2ml/h, dose of 2 milliunit/min instead of the reported 6 milliunits/min. At 2:30 pm the rate was changed to 4ml/h, changing the dose to 4 milliunit/min. At 3:01 pm and the rate was increased to 6 ml/h, changing the dose to 6 milliunit/min. At 3:08 pm the pump was paused then channeled off within 2 seconds. Seconds later and the pcu shut down. Test results was not able to reproduce the pump changing the dose automatically. The root cause was determined to be due to user programming.

Event description:
The customer reported that a pitocin infusion (30u/500ml) was initiated at a rate of 6 milliunits/min. At 1430. The rn returned at 3pm to titrate the pitocin to 8 milliunits/min however noticed that the device "reset the pitocin to 4 milliunits/min." The device was replaced and taken out of service. The biomed reported that the facility rolls out a new data set event couple of months, this is when the event stated to occur with unintended rate change.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a pitocin infusion (30u/500ml) was initiated at a rate of 6 milliunits/min. At 1430. The rn returned a 3pm to titrate the pitocin to 8 milliunits/min however noticed that the device "reset the pitocin to 4 milliunits/min." The device was replaced and taken out of service. The biomed reported that the facility rolls out a new data set event couple of months, this is when the events stated to occur with unintended rate change.